Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis. Medical image was provided. The alleged product issue could not be determined. The instructions for use (IFU) in stent thrombosis as a potential complication associated with use of the device.

Event description:
It was reported that a patient was treated with a fred jr. Stent for a saccular aneurysm located in the midline anterior communicating artery (acom), never ruptured, and previously treated with an intrasaccular flow disruption device. During the procedure, tirofiban and heparin were administered. Partial in-stent thrombosis of the distal portion was observed. Aggrastat was administered and the event outcome was described as "resolved without sequelae."

Manufacturer narrative:
Medical imaging was provided via email and reviewed. Multiple dsas (subtracted and non-subtracted), dated (B)(6) 2021, of left ica, pre-, intra-, and post-procedure of a fred implant from left a1 aca to left a2 aca for treatment of a wide-necked aneurysm recurrence of an acom aneurysm that was treated with web. Initial angios show the recurrence at the base of the wide neck acom aneurysm; recurrence is about 3.5-4 mm wide and 2.5-3 mm deep. Intra-procedural images show a fred being deployed from the left a2 to the mid-a1. Post-procedural angios show the fred spanning from a2 proximally to mid-a1. There is poor wall apposition of the fred medially in the distal a1 and the neck of the aneurysm is not really covered by the device. Post-procedural images show clot in the distal part of the fred, in the segment just distal to the neck of the aneurysm. The clot is visible as mild filling defects and is not flow limiting. Later and final angios (presumably post tirofiban) show resolution of the clot.

Event description:
It was reported that a patient was treated with a fred jr. Stent for a saccular aneurysm located in the midline anterior communicating artery (acom), never ruptured, and previously treated with an intrasaccular flow disruption device. During the procedure, tirofiban and heparin were administered. Partial in-stent thrombosis of the distal portion was observed. Aggrastat was administered and the event outcome was described as "resolved without sequelae."

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis. Medical image was provided. The alleged product issue could not be determined. The instructions for use (IFU) in stent thrombosis as a potential complication associated with use of the device.